Event description:
Globus medical, inc. Received notification from a sales representative, via telephone communication, that a globus manufactured screw had broken after implantation. A (B)(6)male patient, diagnosed with l2-3 stenosis, underwent spinal surgery in may 2008 and was implanted with an oblique cage implanted at l4-5 along with two (2) revere polyaxial dual outer diameter screws at s1. Subsequent to this surgery, the top portion of one (1) of the revere screws was identified as broken, although the patient was reported as having good fusion. Revision surgery was performed approximately two (2) years later on (B)(6)2010 to extend support to l2, and to remove the broken screw at s1.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. All records revealed the product was manufactured within specifications, maintained and distributed in accordance with all federal state and operating procedures. Based on record review and all available information, it is determined the 6.0mm revere pedicle screw 50mm design conforms to all applicable standards and there was no deviation in the manufacture process. There is no indication that the issue was a result of product defect or malfunction.